Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient developed a seroma after undergoing a surgical procedure in which veritas was used. It was reported that veritas was used with expanders during a skin sparing mastectomy. Post operatively, on an unreported date, the patient developed a seroma. Subsequently, both the tissue expander and veritas were removed (unspecified date). It was noted that the veritas disintegrated and did not attach. The patient was converted to deep inferior epigastric perforator artery flap surgery. It was reported that the patient will undergo another surgery for breast implant on a later date (unspecified). It was reported that the patient's "current condition was good". No further information was provided regarding the patient's outcome from the event. No additional information is available.